Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and it was observed that the purple coiled cap was separated from the bottle cover. It was determined that the purple coiled cap had separated from the cover because the cover was malformed, due to being stored at an extremely hot temperature. The product's original shipping carton has a universal temperature symbol indicating that the product should not be stored at a temperature higher than 38 degrees celsius. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the purple cap was separated from the bottle of a ce infusor lv10. There was no patient involvement. Additional information was requested and is not available.